Manufacturer narrative:
Correction to section d: previous regulatory report #3004209178-2025-10185 sent with incorrect device information. Updated device information provided in this report. Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2022: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they just had a terrible shocking pain going down their left side of their back, which is the side the stimulator was on a little bit ago. Patient mentioned the pain hurt something fierce and if the implant battery got low, they'd start to get "bites", which was how they knew to charge again, but this was something else. Agent asked, patient said the shocking pain had not happened again as they turned stimulation (stim) off. Patient said they couldn't figure out how to turn stim off so they looked online and saw a video on how to turn stim off using MRI mode. Patient said they called their manufacturer representative (rep), who told them to call patient services to report the issue. Patient also said rep mentioned wanting to do x-rays to make sure the leads were ok. Agent reviewed information on top white button use, and how to exit MRI mode while keeping stim off. Patient said they would leave stim off unti l their child or grandchild came to help them. The patient was redirected to their healthcare provider to further address the issue. Additional information was received; it was reported the patient's charged battery would bite in the middle of their back about 6-7 inches up from the battery. The electric shock up and down their back to their butt. The patient hadn't changed anything with the battery or charged. The patient was just cutting chicken at their island in their kitchen; it had also happened when the patient had gotten out of the shower. The cause of the event was unknown. The patient was going back to the hcp in a few weeks. As it was turned off, then turned on at the appointment and it bit the patient again, so they turned it off again. The patient also noted it took them 2-3 hours to charge their remote and battery. When they first got the battery in 2022 it only took about 30-45 minutes. The issue was not resolved. Caller reported the patient gets good relief from the stimulation. Caller reported in the past few weeks patient started feeling shocking sensations all over her body, did not matter if she is walking or laying down in bed. Caller reported the intense shocking sensation caused patient to fall. Caller reported the intermittent shocking sensation occurred when the stimulation was off and on. Caller reports no fall or trauma, stabbing or injury. Caller reported she had called physician's office, and they suggested patient to turn stimulation off either thursday or friday last week. Caller reported patient seen physician yesterday, normal impedance, and physician has decided to replace the ins, no appointment scheduled. Warranty reviewed and sent. Reviewed sending back explant for analyze. Additional information was received from a manufacturer representative (rep). It was reported that the explant was scheduled for (B)(6) 2025. The rep has asked the customer to return the device. The rep stated that the device will be returned. This information was also confirmed with the physician/account. Additional information was received from the manufacturer representative (rep). Rep reported the case was rescheduled for 8/14. Additional information was received from the manufacturer representative (rep). Rep reported that the device was explanted on (B)(6) 2025. Additional information was received from a manufacturer rep resentative (rep). On (B)(6) 2025, when the implantable neurostimulator (ins) was replaced, the rep asked the surgical tech to place the explanted ins in a biohazard bag with the patient¿s sticker attached (the rep noted they didn¿t physically look at the serial number on the explanted ins, and there was a discrepancy in serial numbers in registration).

Manufacturer narrative:
H3: pli# 20 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. No significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.